Event description:
It was reported that the patient received inappropriate therapy due to double counting of r-waves. The lead was found to be dislodged, but the physician elected to reprogram the device to alleviate inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.